Manufacturer narrative:
Continuation of d11: product ID 8711 lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the inability to aspirate was first noticed on 2018-(B)(6). It was reported the inability to aspirate was resolved and the patient's weight was noted as (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: (B)(6) 2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 30mg/ml bupivacaine at 9.733mg/day and 1300mcg/ml baclofen at 421.8mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the hcp was unable to aspirate from the catheter and the patient would be having a pump replacement. The patient would also have the catheter revised or replaced. The date of the issue was not known. No symptoms were reported. No further complications were anticipated/reported.